Event description:
The lay user/ pt in other country contacted lifescan (lfs) in early 2009 and alleged that a one touch ultra2 meter was showing inaccurate high results. The medical affairs specialist sent the f/u to the customer service agent (csa) to ask the pt and verified the following info. Three days prior to original date at around 10:30 pm, the pt reportedly received a blood sugar result of 22.4 mmol/l on the alleged meter, which was higher than his usual reading. He mentioned that his usual readings around that time are 9-10 mmol/l. Therefore, he administered 22 units of humulin I insulin instead of 18 units of usual dose and 18 units of humulin s insulin instead of 14 units of usual dose. At around 3:00 am that night, he was feeling "sweaty and was going into hypoglycemia" while sleeping. Therefore, his wife woke him up and gave him "glucogel". He felt better after administering some "glucogel." After taking "glucogel", he tested his blood sugar and received a result of 3.1 mmol/l on the alleged meter. The csa verified that the pt was using correct technique to test and to clean the puncture area, the sample was collected from an approved source, and the unit of measure was set correctly. Replacement products were sent to the pt. This complaint is being reported, as the pt allegedly received a higher reading on the reported meter and adjusted dosage of his insulin based on that reading and later, allegedly developed symptoms suggestive of hypoglycemia. Diabetes care management: the pt normally tests his blood sugar 3-4 times daily. His normal diabetes medication regimen is as below: morning - 14 units of humulin I insulin; 12 units of humulin s insulin. Daytime - insulin before meals and adjusts dosage based on what he is going to eat. Evening - 18 units of humalin I; 14 units of humalin s. He is advised by his "diabetic clinic" to make adjustment in dosage of insulin if he received higher or lower than usual readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.